Event description:
A luxtec light source was reported to have "visible fire and smoke, enough to set off a smoke alarm". The user also reported that none was harmed.

Manufacturer narrative:
A luxtec light source was reported to have "visible fire and smoke, enough to set off a smoke alarm". Photo's of the light source (after the incident) were provided by the user. The photo's showed the inside of the light source and there was not only evidence of thermal damage but evidence that the light source had been significantly modified since it had been purchased. This was confirmed when the light source was received at luxtec. We did contact the original reporter of the incident and he stated the light source must have been in this modified condition since before his firm was contracted with the hospital which was 2006. Luxtec could not determine the cause of the failure due to the significant modifications made to the device. Luxtec qa/ra has retained the light source and contacted luxtec sales to work with the facility to replace the light source.